Manufacturer narrative:
We have concluded our investigation process related to the reported complaint. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that while the item was being inserted into the patient's esophagus, a perforation occurred causing injury to the patient. The customer stated that they cannot be sure if the perforation was caused due to a defect on the item itself or if it was an error in executing the procedure using the product. Additional information provided on (B)(6) 2023 stated that the perforation was on the esophagus. As a result, the patient required an emergent exploration of neck repair of esophageal perforation. No additional injury or intervention was required. The patient's current status is stable. Additional information provided on (B)(6) 2023 stated that the patient originally went to the hospital for a d&c. The initial reason for the salem sump placement was due to general anesthesia. The salem sump was placed in the or by a md and crna.